Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: etuf2514c102e, (B)(4); etlw1610c93e, (B)(4); etew1010c82e, (B)(4); etlw1610c124e, (B)(4); etlw1613c124e, (B)(4); etlw1610c124e, (B)(4); etlw1610c124e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an aortic occlusion. It was reported that during the index procedure, all eight endurant stent grafts were inaccurately delivered into the false lumen. The cause was due to the false lumen being cannulated and resulting in a rupture of the false lumen leading to total occlusion of the visceral vessels. No intervention was performed as the patient expired the same day due to multiple organ failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.